Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of the device not providing an accurate breath rate was confirmed. During the evaluation, ventec also observed that the ventilator was unable to maintain peep (positive end expiratory pressure). Ventec replaced the external flow module (efm) to resolve both the reported and observed issues. Proper device operation was observed through functional and performance testing. The investigation determined that the root cause of both the reported and observed issues was the efm.

Manufacturer narrative:
Ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56. This MDR has been reassessed as reportable after conducting a retrospective review of prior complaint records. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported to ventec that the that the device's breath rate was not as expected. There was no patient involvement associated with the reported event.